Event description:
The adhesive, on the pt's infusion set, did not adhere properly to their skin. Reporter indicated that, as a result, the infusion set cannula pulled out of the pt's skin, resulting in high blood glucose (433 mg/dl). Reporter stated that 3 infusion sets, from this lot, had difficulty adhering to the pt's skin. Pt self-treated high blood glucose by changing their infusion site, and delivering a bolus.